Event description:
In 2006 the pt was treated for an infrarenal and bilateral common iliac artery aneurysm with the gore excluder aaa endoprosthesis. The trunk-ipsilateral leg component was deployed on the right side and the contralateral leg component was deployed on the left side. Intraoperative angiography revealed type I endoleaks at the proximal and distal ends of the trunk-ipsilateral leg component. An aortic extender was deployed proximally and the endoleak was resolved. Another aortic extender was deployed at the distal end of the trunk-ipsilateral leg component. The endoleak was not resolved. Due to the duration of the procedure and the amount of contrast used, the physician chose to treat the distal type I endoleak at a later date. Two months and 18 days later, a re-intervention took place. An 8mm dacron graft was sewn to create an external to internal iliac bypass in-order to preserve blood flow to the pelvis. A contralateral leg component was advanced into the distal aortic extender on the right side and deployed, intentionally covering the internal iliac artery. Completion angiography revealed the type I endoleak had resolved. The pt is reported to be doing well.

Manufacturer narrative:
H3: device remains implanted in the pt. H6: a review of the mfg paperwork is being conducted.